Event description:
(B)(4). Eyelids swelled up; vaginal cysts; heavy bleeding; bleeding between periods; unexplained skin rashes; warts; pain in lower right abdomen; pain with intercourse and menstruation; weight gain; fatigue; depression; anxiety.